Manufacturer narrative:
Customer returned pump for an alleged pump error 82(motor power request timeout alarm) found on (B)(6) 2021. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 82 alarm (motor power request timeout alarm) on (B)(6) 2021 at 11:06:07 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Force sensor zero offset within specification (22.9mv). Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for pump error 82(motor power request timeout alarm) was confirmed on (B)(6) 2021. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer was able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.